Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that daughter had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer's mother does not wish to troubleshoot the issue experienced at this time. Customer's mother was going to bring the blood glucose down first and is going to call the healthcare provider for prescription to fill some insulin and needles.